Event description:
It was reported that the pump was not working properly. There was no adverse impact to the customer's blood glucose level. The patient declined follow-up from customer technical support at this time and is in the process of acquiring a new tandem device as their current one is out of warranty.